Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing autoimmune issues, thyroid problems, lower back pain, joint problems, distended stomach, acid reflux, blood in urine and urinary tract infections. The mesh remains implanted. No additional information has been provided.